Event description:
Allegedly the patient was revised due to the following mom complications: pain; elevated ion levels and the MRI showing a cystic mass. (Left) there is no allegation that plaintiff received a modular neck component and it appears she may have received a monoblock stem/neck component.